Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Further information received indicated this product is non-contributing the event. The initial emdr was submitted before this information was provided.

Event description:
Dislocation of the cup was noted and the acetabular reconstruction was conducted on (B)(6), 2014. According to the surgeon, it might be caused by osteolysis derived from micro motion.